Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed, one opening on the anterior side assessed as surgical damage and missing side assessed as inconclusive . Additional observation: black particles observed on the device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported "left rupture" discovered during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6; reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "hole on patch side" observed during surgery. Device has been explanted and replaced.